Event description:
This pt was receiving tpn via a hickman catheter. The tubing was found to have been leaking. It was taped and usage was continued. The pt developed a fever and cultures were taken at the hickman insertion site which were positive for staph. The pt was transferred to ICU and antibiotic therapy was begun. The pt has since recovered without adverse sequelae.